Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16947. It was reported that the patient presented for a lead revision procedure. Upon review, the right atrial lead exhibited noise that was reproducible with pocket manipulation. During procedure, the physician alleged that the implantable cardioverter defibrillator was the cause of the noise and noted that the right atrial lead was undamaged and the set screw was not loose. The physician explanted and replaced the device and lead and noted that the lead became damaged during the extraction. The patient was in stable condition.